Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: (B)(6). A philips field service engineer (fse) evaluated the device confirmed the speaker issue. The fse replaced the main board and speaker to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating there was a speaker malfunction. It is unknown if the device could produce an audible sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.